Event description:
The customer reported that the patient was burned at the grounding pad site during an rf ablation of the liver. Four grounding pads were in use, placed on the patient's femur/leg. After the procedure, it was noticed that the patient's skin was burned at two of the four grounding pad sites. Additional reference: 1717344-2015-00315.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 patient return electrode is not recommended for use in ablation procedures. The instructions for use (IFU) for these return electrodes contains a warning that their use in non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.